Event description:
It was reported that a dexcom g7 sensor did not pair correctly because the pairing code was entered as 902 instead of 0902, after which the correct code was entered and pairing was initiated with instruction to monitor for warmup. Symptoms included no adverse clinical effects or alarms. Outcomes included no impact on health or hospitalization. Investigation included troubleshooting guidance and user education regarding correct sensor code entry and pairing steps. Investigation of this case revealed user error related to incorrect pairing code entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.